Manufacturer narrative:
The olympus technical assistance center (tac) instructed the sales representative/customer to power off the processor and light source, clean the contacts on the paddle, reconnect the power and turn the unit back on. If the issue persisted, the customer was instructed to send the device to olympus for repair. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the e224 error code was duplicated and found to be caused by a faulty cable. The e216 error code was not confirmed or duplicated. In addition, service found the rear cover was missing a label. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer that when connecting the 4k autoclavable camera head (subject device) to two different towers, the device exhibited e216 and e224 error codes (scope communication errors). The reported issues occurred when preparing the subject device for use, before an unspecified therapeutic procedure. There was no impact or injury to a patient or user due to the reported issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, a cable failure has been confirmed. Therefore, it was determined that the video function did not work properly due to the cable failure, resulting in the phenomena [e224 (scope communication error)] and [e216 (scope communication error)]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.